Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, fourteen years post filter deployment, CT revealed all arms of the filter appear to extend outside of the lumen of the ivc without clear invasion of the aorta. An anterior arm abuts the posterior wall of the duodenum without definitive invasion. One of the medial arms was superiorly displaced and may be fractured. Additionally, there is a linear metallic density medial to the left kidney which may represent a previously fractured and migrated arm. The ivc filter was tilted with the hook which was near the wall but does not appear embedded in the wall. Therefore, the investigation is confirmed for material deformation, filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based on the provided medical records, there is no clear evidence to confirm for detachment of filter limbs as it was reported that the filter limb ¿may be fractured¿ and also ¿may represent a previously fractured and migrated arm¿. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, struts perforated the ivc wall and detached strut migrated to left kidney. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that patient reportedly experienced back pain and left side pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately, fourteen years post filter deployment, CT revealed all arms of the filter appear to extend outside of the lumen of the ivc without clear invasion of the aorta. An anterior arm abuts the posterior wall of the duodenum without definitive invasion. One of the medial arms was superiorly displaced and may be fractured. Additionally, there is a linear metallic density medial to the left kidney which may represent a previously fractured and migrated arm. The ivc filter was tilted with the hook which was near the wall but does not appear embedded in the wall. Therefore, the investigation is confirmed for material deformation, filter tilt and perforation of the ivc. However, the investigation is inconclusive for filter limb detachment. Based on the provided medical records, there is no clear evidence to confirm for detachment of filter limbs as it was reported that the filter limb ¿may be fractured¿ and also ¿may represent a previously fractured and migrated arm¿.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter detached, perforated and detached strut migrated to left kidney. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that patient reportedly experienced back pain and left side pain; however, the current status of the patient is unknown.